Event description:
It was reported that stimulation was in the wrong location, occurring at the abdominal and rib cage area. The patient also had a loss of therapeutic effect. The issues began after a fall that occurred ¿about a month ago.¿ the patient had great coverage of his back and legs prior to the fall. The day after the fall everything changed and all the stimulation went to his stomach area. No stimulation was felt in the patient¿s back and legs which was where he was supposed to feel stimulation. The day of the report the patient was at the clinic for reprogramming. The reporter tried reprogramming the lead but as soon as the patient got stimulation and he moved, the stimulation travelled down his legs or back to the stomach and rib cage area. Prior to the fall the patient was programmed to the top of the lead but the day of the report he was being programmed to bottom of the lead. The reporter took away two electrodes and the abdominal stimulation went away. The reporter was able to get stimulation in the patient¿s back and legs but as soon as he ¿wiggled a little, the stimulation would move to his legs.¿ it was noted that CT scans were taken ¿two weeks ago¿ and the lead looked to be in the proper place. The impedance measurements were normal, 600-700 ohms, except the group impedance which was 229 ohms. A week later it was reported that the representative was meeting with the patient and health care provider (hcp) on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # v518907, implanted: (B)(6) 2011, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).